Event description:
It was reported during the procedure that there was high impedance and threshold on the 5076 lead and on the 4193 lead, the threshold measured high as well. Both leads were capped and abandoned and replaced with new leads. Additionally, the physican electively capped and abandoned the 6949 lead and implanted another lead during the battery depletion indicator (eri) device replacement. There were no patient complications reported as a result of these issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The leads remain capped and implanted. No further analysis is possible without the leads.